Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on february 24, 2020 with lot number: 2530000. Visual analysis of the returned device identified: crease fold, opening and wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius due to a fold flaw opening. Additional, changed, and/or corrected data.